Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one jugular denali filter kit. The kit included one pusher catheter, one touhy-borst adapter, one filter storage tube and one introducer sheath loaded onto the filter storage tube. During visual evaluation, sample appeared to have residue throughout, filter was not returned. On functional testing the distal end of the touhy-borst adapter and the proximal end of the filter storage tube were noted to be fractured. Therefore, the investigation is inconclusive for the dislodged or dislocated and failure to advance of the device as no specific evidence provided and filter was not return also, the investigation is confirmed for the detachment of the device as the distal end of the touhy-borst adapter and the proximal end of the filter storage tube were noted to be fractured. A definitive root cause for the dislodged or dislocated and failure to advance and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2026) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the hook allegedly removed from the delivery system. It was further reported that filter advancement was difficult. There was no reported patient injury.